Manufacturer narrative:
Initial and final MDR (B)(4). Device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that, the patient faced issue with 20 infusion sets cannula being kinked. The sets were found to be kinked within a day after insertion, after being in use for 2 days. The site of insertion was located at upper bum and lower back. Furthermore, the patient confirmed the introducer needle was ahead of the cannula prior to insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.